Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. The device was found to be in backup vvi. A device download was successfully performed.